Event description:
Patient called lfs alleging that their one touch ultra meter had missing segments. Patient explained that in 2003 at 7 am, they were unable to read the meter display, believed to have high blood glucose levels, and was feeling dizzy. Patient decided to contact their physician. They were referred to their pharmacist, which in turn referred pt to lfs to obtain a replacement meter. No further treatment was received. The patient neither alleged harm nor experienced injury. Based on the info supplied by the patient, there is an indication that the product malfunctioned or that the event meets the criteria for a medical device reportable. Patient's meter and control solution were replaced.